Manufacturer narrative:
Medtronic representative placed the camera per RMA and tested, as well as covered a case and could not replicate inaccuracies. Software was functioning as designed.

Event description:
A medtronic representative called to report an alleged inaccuracy with navigation due to camera distance not tracking instruments within the normal range. Surgeon discontinued the use of navigation but proceeded with surgery. There was no impact to the patient reported.